Event description:
Reportedly, during the induction tests, the ICD involved in this MDR report charged at 24j but the shock was delivered with only 2j with a shock impedance of 2900 ohms. Repeated 3 times (2 times with induction and reduction of the arrhythmia, third time on a synchronous shock of sinusal rhythm). Continuity test of simple coil was normal (repeated 3 times). The device was returned for analysis. Another device was successfully implanted.

Manufacturer narrative:
(B) (4). Analysis is pending.